Event description:
It was reported to vyaire medical that an o2 was leaking from the o2 shut off solenoid of the vela ventilator. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned.